Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of low results. Customer's husband states she feels well and states she does not require medical attention. The customer's expected blood results are 70-120mg/dl. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened 08/25/2015. Customer performed back to back blood test 244mg/dl and 240mg/dl fasting. Reviewed meter memory (B)(6). Customer can't see date and time for the lo. Customer is concerned with the result of 272mg/dl on (B)(6) 2015. Customer called regarding high blood results on the meter. The customer date and time on the meter is incorrect.

Manufacturer narrative:
(B)(4). Product returned is under evaluation.

Event description:
Customer complains of low results. Customer's husband states she feels well and states she does not require medical attention. The customer's expected blood results are 70-120mg/dl. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 244mg/dl and 240mg/dl fasting. Reviewed meter memory: (B)(6). Customer can't see date and time for the lo. Customer is concerned with the result of 272mg/dl on (B)(6) 2015. Customer called regarding high blood results on the meter. The customer date and time on the meter is incorrect.